Manufacturer narrative:
Device evaluation: analysis of the returned device identified device to be underweight and an opening on posterior. A visual and microscopic analysis was performed which identified an opening(sharp) and brown particles. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified(tear) opening.

Event description:
Health professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device has been explanted.